Event description:
During a follow-up call with a peritoneal dialysis (pd) patient, the patient stated they had been hospitalized due to peritonitis. However, there was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s). Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported the patient was hospitalized on (B)(6) 2023 following abdominal pain, fever, nausea, and vomiting with cloudy peritoneal effluent fluid. An effluent fluid gram stain obtained in the hospital on 30/jul/2023 presented with gram-positive cocci in chains. The outpatient clinic was awaiting results from effluent fluid cultures and white blood cell counts as these laboratory results remained unknown at the time of follow-up. The patient was diagnosed with peritonitis due to unknown etiology. There was no report from the patient to the outpatient clinic of any specific malfunction or deficiency of their cycler or any other fresenius products in relation to the peritonitis infection. The patient was prescribed intraperitoneal ceftazidime at 2000 mg daily for two weeks. The patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on 3/aug/2023. It was confirmed that there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, the patient was scheduled for infection follow-up in the outpatient clinic as the patient¿s infection was potentially due to operator error; however, this could not be confirmed at the time of follow-up. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.